Event description:
Date of surgery: 2007. It was reported that the tip of the bender instrument broke off during surgery. It was not noticed until a post-op x-ray was taken prior to departing the operating room. The surgeon decided the tip of the instrument would not cause harm to the pt and elected not to pursue a revision surgery to remove the piece. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.